Manufacturer narrative:
Review of the device history records was not possible as the lot number was unknown. The complaint sample was not returned (still implanted - as specified "physician decided to follow-up the patient without replacement at the moment"), therefore an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. The possible root cause for ¿valve occlusion suspected¿ could be due to biological debris and protein build up that may cause an occlusion. Gtin: (B)(4).

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2020-00080. A physician reported suspected occlusion of a ceratas valve: the valve was implanted with using bactiseal catheter(823072) to the patient via v-p shunt on unknown date with unknown setting. On (B)(6) 2020, cerebral ventricular enlargement was observed and valve occlusion was suspected. Subsequently, CT scan was performed, which showed that the cerebral ventricular was decreased, and the physician decided to followed-up the patient without replacement.